Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and a haptic bent in the injector. There was no pt contact. The reporter stated that the incident was due to a technical error.

Manufacturer narrative:
.